Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted, and grasping was performed. However, while attempting to grasp the lateral leaflet, it was observed that the gripper was not lowering sufficiently, causing an inability to capture the leaflets. The clip was then inverted and brought back to the right atrium (ra), where the grippers were retested. Troubleshooting was performed. However, the issue continued to occur. Therefore, the clip was removed from the patient. While outside the patient, the grippers were tested again, but the issue continued to occur. A new clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted, and grasping was performed. However, while attempting to grasp the lateral leaflet, it was observed that the gripper was not lowering sufficiently, causing an inability to capture the leaflets. The clip was then inverted and brought back to the right atrium (ra), where the grippers were retested. Troubleshooting was performed. However, the issue continued to occur. Therefore, the clip was removed from the patient. While outside the patient, the grippers were tested again, but the issue continued to occur. A new clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported single gripper actuation issue. The reported positioning failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. The reported positioning failure appears to be a cascading event of the single gripper actuation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.